Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (05/2024).

Event description:
It was reported that post port device implant, the catheter allegedly disconnected from the port stem and had a subcutaneous leakage. It was further reported that the catheter was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one MRI low-profile port with one catheter segment was returned for evaluation. Visual, microscopic visual, tactile and functional evaluations were performed. The investigation is confirmed for catheter disconnection, catheter fracture, catheter damage and leak issue as a split was noted migrating from the proximal end of the catheter; the edges of the split appeared jagged, two splits were noted approximately 2.3cm from the proximal end of the catheter segment and the catheter was stretched and necking was noted approximately 2.4cm and 4.1cm from the proximal end of the catheter segment. During functional testing, a leak was observed from splits approximately 2.3cm from the proximal end of the catheter segment. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 05/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that three days post port device implant, the catheter allegedly disconnected from the port stem and had a subcutaneous leakage. It was further reported that the catheter was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.